Event description:
It was reported there was haptic bent. No further information was provided.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: unknown/ not provided. Implant date: unknown, information not provided. Explant date: unknown, information not provided. : initial reporter last name: unknown/information not provided. Telephone number: unknown/not provided. City - unknown/not provided territory -unknown/not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.